Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. Both right and left femoral artery were severely disease (stenosis, soft plaques, etc). During procedure, both 14f sheath for balloon valvuloplasty and also large flexnav delivery system performed well to pass through left femoral artery, left iliac and thoracic (tx) aorta without resistance. But after deployment of a 27mm navitor vision valve a left femoral dissection was noted demanding a vascular correction made by vascular team with covered stents into left femoral artery.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.